Event description:
The device was used during an unspecified procedure on the colon. The staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury reported.